Event description:
It was reported by the affiliate that while flushing a precise pro rx stent with saline, the stent was detached from the tip. The device will be returned for evaluation. There was no patient involvement. Another precise stent was used to complete the procedure. The product was stored, inspected, prepped, and handled according to the instructions for use. The device was prepped in the tray. There was no difficulty encountered flushing the stopcock or the sds. The intended target lesion was the internal carotid artery.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: when flushing a precise pro rx stent with saline, the stent was detached from the tip. The product was stored, inspected, prepped, and handled according to the instructions for use. The device was prepped in the tray. There was no difficulty encountered flushing the stopcock or the sds. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15675915 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The complaint product was returned for investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that while flushing a precise pro rx stent (sds) with saline, the stent was detached from the tip. Another precise stent was used to complete the procedure. The product was stored, inspected, prepped, and handled according to the instructions for use. The device was prepped in the tray. There was no difficulty encountered flushing the stopcock or the sds. There was no reported patient injury. One non-sterile precise pro rx us carotid syst 8x30mm was received coiled inside a plastic bag. Unit was deployed. Stent was received loose inside bag. Valve was received closed. No other discrepancies were found. The usable length was measured and found within specification. Although the stent was deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure ¿sds-deployment difficulty-premature/during prep" by the customer was confirmed since the unit was received deployed. The cause of the failure could not be conclusively determined since no anomalies were found during functional and dimensional analysis. However neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process. Therefore, no actions will be taken. The hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed and the valve is not closed prior to removal from the tray it is possible to pre-maturely deploy the stent or to start stent deployment while still in the tray or during removal from the tray. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. However, no conclusion can be drawn.